Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed and reproduced during the device investigation while attempting to load a set. This condition was determined to have been caused by a dislodged component from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported a spectrum pump alarmed system error 105 during biomed testing. It was also reported there was no pt involvement.